Event description:
During the inspection of incoming goods by the distributor, it was discovered that the tapered retractor edges/corners were too sharp. Chamfering seemed to be not enough. There was no patient contact or patient injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.